Event description:
An aneurx bifurcated stent graft of unk size and its components were implanted in a pt for endovascular treatment of an abdominal aortic, aneurysm. Aneurysm and vessel morphology are unk. It was reported that the iliac limb was placed too high within the bifurcated stent graft; therefore, an additional stent graft component was implanted to extend the device distally. No clinical sequelae were reported, and the pt is reported to be fine.